Event description:
It was reported that during revision procedure, the distal parts of the l4 and l5 leads fractured and remain in situ. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The reported event of damaged lead was confirmed. Analysis of the returned lead b found that a portion of the stimulation end, including the contacts, was missing as a result of the explant procedure.